Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 273 mg/dl. A replacement pump was sent to customer. Customer will use multiple dose injections and current pump for insulin therapy until replacement pump is received.